Manufacturer narrative:
The technician was able to duplicate the reported event of heating up and noted that the driveshaft bearing was damaged.

Event description:
It was reported that during an extraction procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.